Event description:
It was reported that this patient's right ventricular (rv) lead capture thresholds and shock impedance has gradually increase over time. The shock impedance has reached a maximum of 136 ohms. Technical services reviewed the case and discussed this can be a result of lead calcification. Ts recommended a commanded shock for delivered impedance and concern for non-capture on the rv lead if it continues to get worse. Ts was not sure how long can the lead be in this state before considered a lead revision. Attempts to obtain additional information were unsuccessful. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's right ventricular (rv) lead capture thresholds and shock impedance has gradually increase over time. The shock impedance has reached a maximum of 136 ohms. Technical services reviewed the case and discussed this can be a result of lead calcification. Ts recommended a commanded shock for delivered impedance and concern for non-capture on the rv lead if it continues to get worse. Ts was not sure how long can the lead be in this state before considered a lead revision. Attempts to obtain additional information were unsuccessful. Eventually, further information was received indicating this rv lead was explanted due to the mentioned high shock impedance issue and that high capture thresholds were also noticed. This rv lead is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.